Event description:
As reported by the edwards clinical specialist, during a transfemoral tavr procedure it was not possible to inflate the delivery system balloon for valve deployment. While attempting to retrieve the catheter through the sheath, the catheter¿s distal portion separated. The crimped valve, balloon and nose cone were fixed to the aorta with a stent. Nothing unusual was noted during prep or sizing of the balloon prior to use, the balloon fully inflated during this step. The operator noted that when putting the loader on, it ¿slipped down¿ a little bit and had to be re-advanced. No kinking or damage was noted on the distal end of the delivery system at the time. The system was advanced into the patient normally. When the ds would not inflate, the images showed some contrast solution in the patient¿s aorta leaking out in what appeared to be the proximal end of the balloon. No leakage was noted from the proximal end of the catheter body, handle or strain relief. The pusher was advanced and the system was pulled back to discuss the next steps. At this point, two approaches on how to proceed were being considered. One was to bring the ds/valve back to the sheath, remove the system over the wire, and reinsert another sheath. One of the physicians was concerned about bleeding and wanted to dislodge the valve from the non-functioning ds, and re-advance another ds over the wire into the valve to deploy it in the aorta; he considered this approach to be more ¿by the book.¿ during the manipulations to remove the valve from the ds, the catheter tip broke off and remained inside the patient, above the aortic bifurcation. A gore stent graft was implanted to stabilize and cover the separated segment. The case was aborted and the patient left the room in stable condition with only a valvuloplasty being completed.

Manufacturer narrative:
Balloon rupture and subsequent balloon separation are a known potential risk associated with transcatheter valve deployment. The root cause of the reported delivery system balloon leakage and tip separation cannot be confirmed as the delivery system was not returned to edwards lifesciences for evaluation. Cine and tee images of the procedure were provided to edwards by the facility for internal review. The images were reviewed by an edwards¿s physician and the following observations were made: observations: moderate-severe valve calcification, mod aortic root calcification, no porcelain aorta, no mitral annular calcification (mac). Fair coaxial alignment with lateral bias. Sapien valve was positioned approx 50/50 to the virtual annulus. There are no images of valve deployment; however, there appears to be slight enlargement of the distal deployment balloon, without evidence of dye extravasation. The next image reveals the valve in the abdominal aorta. During attempts to secure valve position in the distal abdominal aorta, the distal delivery system/balloon/valve became separated from the proximal delivery system and guide wire. The valve was subsequently stabilized by means of a gore stent graft. Impressions: the etiology of failure to deploy the sapien valve in the aortic valve position is unclear by these images. During attempts to secure valve position in the distal abdominal aorta, the distal delivery system/balloon/valve became separated from the proximal delivery system and guide wire. The valve was subsequently stabilized by means of a gore stent graft. During manufacturing the following 100% inspections are performed to the delivery systems: visual and dimensional inspection, leak testing, and the balloons are inflated to inspect the size. In addition, a cover is placed over the balloon to protect it after inspection. These inspections and tests performed during manufacturing make it unlikely that a manufacturing defect contributed to the reported leak. It is important to note that balloon failures are highly detectable prior to device insertion into patient. Per the instructions for use (IFU) and training manuals, the user most inflate the balloon during the sizing portion of the procedure, before insertion. Any rupture or damages to the balloon would be detected during this step. In this case, it was reported that there were no abnormalities found when inflating and sizing the balloon during prep. No kinking or damage was noted on the distal end of the delivery system prior to patient use. Per report, they noticed that when putting the loader over the balloon and crimped valve, it ¿slipped down a little bit¿ and they had to re-advance the pusher further. When this occurred, it is possible that the crimped valve moved on the balloon in the loader and the frame may have created a small pinhole in the balloon. The training manuals provide the proper steps to follow for placing the loader onto the delivery system and crimped valve. It recommends that if necessary, the operator should continue to crimp the thv with the crimper until it fits easily through the loader. It was reported that the distal nose tip separation occurred during manipulations of the device while trying to remove the valve from the delivery system inside the patient. This type of maneuver could compromise the structure of the device and cause it to break. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.